Event description:
It was reported that during interrogation at patient follow-up, the programmer screen froze, then the printer printed a message "emergency hardkey available: implantable device" and then rebooted itself. This happened twice on the same day. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event. Software reconfiguration was performed to eliminate possible software issues. It was also noted that the electrocardiogram (ECG) connector was loose. (B)(4).